Event description:
It was reported that the programmer displayed an error message when powering up. The user cycled power and programmer just sat at a black screen. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer had the gray screen upon power up then an error with intermittent blank screen with just a flashing cursor. As a result the hard drive was replaced, reimaged and software was reloaded. It was also noted that the system fan was noisy. (B)(4).